Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. The issue was resolved through reprogramming. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's l2 lead had migrated and due to this the patient is experiencing high impedance. Surgical intervention occurred on (B)(6) 2023 but the lead was unable to be explanted due to scar tissue.